Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons) has been confirmed. As received, the monitor's alarm module cable was damaged, preventing the response buttons from functioning. The cause for the damaged alarm module cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged monitor. The pt received a replacement monitor.

Event description:
A (B)(6) pt's nurse contacted zoll customer support to report that the monitor's response buttons were not responding. The pt was issued a replacement monitor.